Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional analysis were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, the tear in the shaft is what likely was perceived as the rupture by the account. The investigation determined the reported difficulty appears to be related to operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. The trek rx 2.5 x 15 mm balloon dilatation catheter was being used for pre-dilatation but ruptured at 12 atmospheres during the second inflation. Another same size trek rx was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.